Event description:
It was reported that a uv flash transfer set had a connection issue during peritoneal dialysis (pd) therapy. The customer reported that the spike of the transfer set separated from the port of a twin bag. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with no issues noted. Leak testing was performed, with the set attached to the port connector and no issues were noted. A clamp function test and clear-passage testing was performed with no issues noted. A batch review could not be performed because the lot number was not available. The sample was not confirmed for the reported problem, and the root cause was undetermined.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.